Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced an inflammation around the implant site subsequent to undergoing a revision surgery (date not reported) to reposition the magnet.